Manufacturer narrative:
(B)(4). Additional information: ¿the condition could be potentially life-threatening.¿ does this refer to the bleeding? N/a. Since there was bleeding, is it possible that the patient¿s health history or anatomy. Contributed to the difficulties that were encountered? There was not significant bleeding how much blood did the patient lost? Was a transfusion required? N/a. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The event occurred on the first firing of the procedure with two different staplers. What other color cartridges were used before and after this event? Only vascular cartridges were used. The devices were then discarded and not used for the remainder of the case. Was buttressing material utilized? If so, which product? No buttress was used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the problem was that it fired initially & then got locked. I did not hesitate during the firing process, it just jammed. The stapler had to be released using the trigger & opened to extract. What was the patient¿s pre-op diagnosis? Low sigmoid adenocarcinoma. Please provide the patient¿s sex, age and weight. F, (B)(6). What is the current status of the patient? Well, uneventful recovery, no post op consequence.

Event description:
It was reported that during a low anterior resection procedure, the device was loaded with a vascular cartridge. It was placed on the inferior mesenteric artery and the gun was closed for fifteen seconds. Upon firing plastic to plastic, no abnormal noises were heard. When the device was released, it could be seen that the device had completely cut the artery, but only the proximal half of the cartridge had fired. The distal half of the staples had not been released at all. Another like device was quickly opened and loaded with another vascular reload. Upon firing, the same incident happened again in exactly the same manner. A different device was then opened to rectify the bleeding. There was a delay of five minutes. The condition was life-threatening.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: ¿the condition was life-threatening.¿ does this refer to the bleeding? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The event occurred on the first firing of the procedure. What other color cartridges were used before and after this event? Only vascular cartridges were used. The devices were then discarded and not used for the remainder of the case. Was buttressing material utilized? If so, which product? No buttress was used. Was the instrument fired across or near an existing staple line or clip? No. The following information was requested, but unavailable: additional information received per affiliate: "I have answered a couple of the questions below and have sent the rest to the customer for further feedback." Did the hospital report this event to the (B)(6)? Tbc. ¿the condition was life-threatening.¿ does this refer to the bleeding? Yes. Since there was bleeding, is it possible that the patient¿s health history or anatomy. Contributed to the difficulties that were encountered? Tbc. How much blood did the patient lost? Was a transfusion required? Tbc. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The event occurred on the first firing of the procedure. What other color cartridges were used before and after this event? Only vascular cartridges were used. The devices were then discarded and not used for the remainder of the case. Was buttressing material utilized? If so, which product? No buttress was used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Tbc. Were any of the forces higher or lower than expected (closing, firing, or opening)? Tbc. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Tbc. What was the patient¿s pre-op diagnosis? Tbc. Please provide the patient¿s sex, age and weight. Tbc. What is the current status of the patient? Tbc. Did the hospital report this event to the (B)(6)? Tbc. Is there any other additional information you would like to share about this device or procedure? "I will contact you as soon as I receive more details." The following information was requested, but unavailable: have you received feedback from the customer for the remaining questions in the meantime?

Manufacturer narrative:
(B)(4). Additional information: incomplete cycle. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.